Event description:
An intrathecal catheter was placed in the intrathecal space of spine, when the guide needle was removed, the catheter was sheared off leaving approx 13cm of the catheter in the space. This is a complication of the surgery and will do not harm to the pt if left in the space. There isn't a safe way to remove this catheter. A new catheter was placed into the intrathecal space and surgery procedure finished.